Event description:
The manufacturer received information alleging a ventilator was displaying a "check circuit" alarm. There was no harm or injury reported. The device has been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previosuly reported an allegation that a ventilator "check circuit" alarm was displayed. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated. The device was found to operate and alarm as designed.